Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 40 cm diameter dissection. It was reported that the stent graft was deployed then the physician went to deploy the tip capture mechanism and it malfunctioned. The physician turned the blue slider counter clockwise to release the lock and went to pulled the slider back. It was noted that there was a lot of resistance and the and the slider would not slide. The physician tried to lock and unlock slider. The physician then went to pull the slider again, and the slider barely moved to separate from the grey screw gear. When the physician let go of the blue slider, the slider moved back to the grey screw gear. There was a lot of friction and force. The physician was not able to release the bare springs. The physician then tried forward tension and back tension and slight rotation left and right on the grey screw gear while pulling the tip capture release, but that did not help. Then the physician went through the steps to disassemble the tip cap mechanism. The luer connector and the tip capture tube were exposed and after several tries with hemostat, the physician was able to free the tip capture mechanism. The stent graft was deployed and accurately placed, resolving the event. Per the physician, the event was related to the device. No clinical sequelae were reported and the patient is fine. The device was returned for analysis. From the analysis investigation, the cause of the deployment difficulty was due to the silicone seal being adhered to the capture lumen. The root cause of the adherence of the silicone seal to the capture lumen is unknown.